Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module for one patient. The initial result was from a false bottom tube and it was 226.1 miu/ml and it was reported outside the laboratory. The client challenged the result. On (B)(6) 2012, the sample was repeated in another false bottom tube on another e-module, serial number (B)(4), and the result was 0.100 miu/ml accompanied by a data flag. The sample was repeated from the initial false bottom tube on the second analyzer, and the result was 294.1 miu/ml. The sample was then repeated on the second analyzer using the master tube and the result was 0.100 miu/ml accompanied by a data flag. The customer considered the result of 0.100 miu/ml to be correct and it was issued as a corrected report. There were no adverse events. The hcgb reagent lot number was 16758402 and the expiration date was 07/31/2013. The field service representative found the initial false bottom tube was contaminated prior to being tested. He verified the sample and reagent dispense were ok. He verified the sample and reagent alignments were ok. He checked the cell functions and reviewed the current calibration and quality control results. He observed all checks.

Manufacturer narrative:
No root cause could be determined with the information provided. The calibration and quality control data were within ranges and the reagent integrity was verified. It was provided the collection tube was aliquoted using a cobas p612 instrument. The source of the contamination could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).